Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and distribution node and causing the "add gel" messages. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel messages" without prior gel release.